Manufacturer narrative:
Findings: pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. Pump received with minor scratched lcd window, cracked lcd window, broken belt clip slot, cracked battery tube threads, missing end cap sticker and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was not reported. The insulin pump was found in a puddle of water. The time did not appear and they could not run the self-test because the insulin pump was not working. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.